Event description:
The customer stated a cell-dyn 1800 analyzer generated a falsely elevated wbc value of 74.0 k/ul. The incorrect value was reported outside the laboratory. The laboratory does not review patient slides. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: wbc transducer and 0.1 ml sample syringe (worn out from normal use). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, dispatch of a field service representative (fsr), a search for similar complaints, and a review of labeling. The fsr was dispatched to inspect and service the instrument. The fsr replaced the sample wbc transducer and verified gains. The fsr also replaced the sample syringe which was worn out to get precision to pass. The fsr performed verification procedure vp-09 (signal processor module verification/adjustment) and vp-11 (stepper motor power test and verification). The fsr ran precision and quality controls; all passed. The instrument was performing within specifications. Tracking and trending did not indicate any adverse trend for the cell-dyn 1800 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant wbc results.